Manufacturer narrative:
Device evaluation did not show any malfunction. Guide unstability issue is related to inherent distortions on the stone model sent in by the doctor. Review of the treatment plan revealed that the patient bone is very narrow. Planned implant is slightly out of bone.

Event description:
Doctor used a surgical guide to place dental implant. The guide was unstable in the patient's mouth. Doctor noticed that the apical buccal side of the bone was starting to get thin so she stopped using the guide after the 2.3 mm drill and freehanded the rest of the surgery. Doctor had to bone graft the implant site #6.